Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as "common infection". The cause was not able to be further clarified; therefore, the cause of the peritonitis will be assessed as unknown. It was reported the patient was hospitalized for the event the same day as onset. Treatment was not reported. At the time of this report the patient was no longer on pd solutions, remained hospitalized, and had not yet recovered from the peritonitis event. Additional information was unable to be obtained.